Event description:
It was reported that this pacemaker and the associated non-boston scientific right atrial (ra) lead had exhibited noise in the past so atrial sensitivity was fixed at 0.75mv, which successfully mitigated the noise. However, now some undersensing of the patient's atrial fibrillation (af) was observed in atrial tachy response (atr) episodes. Troubleshooting was performed, where the sensitivity was programmed to be more sensitive and provocation maneuvers were done, which did produce noise that was sensed by the device. The physician was satisfied to keep the sensitivity at 0.75mv to avoid the noise and continue monitoring. No adverse patient effects were reported. The device and lead remain implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.